Manufacturer narrative:
The reported issue that when the tubing sets were loaded into the pump with the roller clamp engaged, the device alarmed "high pressure" could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The pump modules in question are believed to have been in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported during a clinical practice consultant (cpc) site visit from the picu and inpatient pediatrics 4east and 5east that the tubing sets were loaded into the pump with the roller clamp engaged, the device alarmed "high pressure". During troubleshooting the clinicians opened the roller clamp prior to starting the system and "massaged" the 'two pressure sensors" to 'reset the pressure'. They would further troubleshoot this issue by turning off and restarting the device, as well as unloading and reloading the tubing set. It was also reported that occlusion alarm events occur specifically with viscous medications such as intravenous immunoglobulin, blood and platelets products. There were no adverse effects to any patients.